Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving lioresal 500 mcg/ml at 149.79 mcg/day via an implantable infusion pump for intractable spasticity. The lot number was unable to be obtained. It was reported the patient presented to the emergency department (ed) the day after implant with what was thought to be stroke like symptoms, which consisted of: left side weakness, blurry vision in left eye and a low grade temperature. It was noted environmental/external/patient factors that may have led or contributed to the issue was the new pump implant and/or the patient's history of cerebrovascular accident (cva). A magnetic resonance imaging (MRI) was performed, which showed a small amount of air around the anterior horn. The actions/interventions taken at the time of the event included decreasing the pump by 10 percent to 135 mcg/day. The issue was considered resolved at the time of the report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history included cva with left sided complications. The patient's status was "alive-no injury." No surgical intervention took place or was planned. It was noted the patient was asymptomatic as of 2016-07-21. The event date was reported as (B)(6) 2016. Additional information was received that the patient was negative for stroke, but there was a small amount of air noted at the base of the skull which could have been the contributing factor. The patient was back to baseline the night of (B)(6) 2016. The 10 percent dose decrease was performed to stay on the safe side, and the patient continued to be asymptomatic throughout the night and next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.